Event description:
Customer reported one sars-cov-2 tma run, wl (B)(4), using assay lot 289870 on panther instrument sn (B)(4) which had two discrepant samples. The samples in question were negative on the panther but tested positive on a bd max platform. Results were not reported as this wl was part of a validation study.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed the samples in question were true negatives; there could have been sample mishandling or low-target concentration that caused the discordant results. Ts found no instrument or reagent preparation issues, and they informed customer that hologic could not comment on results from another platform. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 eua(B)(4) aptima sars-cov-2 eua(B)(4) ,and aptima sars-cov-2/flu eua(B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.